Event description:
It was reported that a flogard infusion's software version 1.14 indicated that the equipment was "out of service". The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection and functional testing were performed. The reported malfunction was more specifically identified to be a power supply failure. The power supply was replaced to fix the reported malfunction. The pump passed all tests and was returned to the customer in working order.